Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and the right-ventricular (rv) lead exhibited post-paced t-wave oversensing. As a resolution the ICD was explanted and replaced. The patient condition was stable.